Manufacturer narrative:
One sample of the taperguard endotracheal tube was received for evaluation and the customer reported complaint could not be confirmed. The sample was received sealed inside its pouch. A visual inspection was performed and it was observed inside the pouch the presence of a embedded black fiber which was measured less than 0.30 mm2. This is within tolerance according to process instruction. The measurement was taken using tappit size estimation chart calibration. No failure mode was observed in the received sample. We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to use on a patient, foreign material was found inside the package. There was no patient involvement.